Event description:
It was reported that via a computed tomography scan the patient's right ventricular lead had perforated the apex of the right ventricle. The patient experienced pain with the right ventricular pacing. The capture, sensing and impedance values were consistent and there was normal device function. The lead was capped and replaced on (B)(6) 2018. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification. The damage found was sustained during the surgical procedure.